Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net. Transmissions showed that the right atrial (ra) lead exhibited noise reversion. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. A complete lead was returned in one piece. Visual examination of the lead found an external abrasion breaching the outer insulation and exposing the outer coil due to friction to the device can. The cause of the reported event was due to the exposure of the outer coil in the abrasion zone. Electrical testing was normal with no anomalies found.